Manufacturer narrative:
Product complaint # (B)(4). Photo investigation summary: one photo was received. Upon visual inspection of one photo, the following was observed: the photo shows a device with a white reload loaded from top view and with the jaws opened. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information received: the surgeon knew how to open the jaw. However, he was anxious about bleeding on opening the jaw since the knife slightly moved to front. The sales rep advised that there was risk of bleeding, so the surgeon decided to convert to open surgery assuming worst case. The patient is stable. Additional information was requested, and the following was obtained: approximately how far did device cut and staple? No further information is available. Was any sound noticed when trigger was pressed? No further information is available. What is the or staff experience with device? No further information is available. Was the retaining cap left in place during loading of cartridge? No further information is available. What is the current patient status? The patient is stable as of (B)(6) 2019. No further information will be provided.

Event description:
It was reported by the sales rep that during a hybrid-vats left upper lobectomy, the motor sound was heard for a moment and the device stopped at the 2nd firing on the pulmonary artery. The device did not move further though the surgeon pulled the firing trigger. Just in case bleeding occurred, the procedure was converted from a semi-open procedure to an open procedure . Therefore, the range of the dissection was expanded (its incision size was longer 1.5 times than originally). After that, the knife reverse switch was used to return the knife to home position. It was found that the target tissue was not cut, and no staples were deployed. No bleeding occurred. Another pve35a loading another vasecr35 was used to complete the case. There were no adverse consequences to the patient. One pve35a and one vasecr35 will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
Product complaint # (B)(6). D4: batch # t5e36w. Investigation summary. The analysis found that one pve35a device was returned with no apparent damage and with a cartridge reload on the device. The reload was received partially fired 1/10. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.